Event description:
Was on a car accident and till this day of calling every week and going by the office, my doctor or the manufacture has yet to help me I'm paying another doctor to help me because this pain is unbearing. I take six pills a day for pain just to ease it. Sometimes I feel hopeless and I'm not a concern my entire life has changed, in a product seem to never had help at all; went several times before the accident due to still having pain issues, the trial was way different from the permanent installment. A stimulator known as a tens unit that's located in my back. The product is still inside of me and I had to have another doctor to help fix my back and take this machine out because my doctor failed to, and in the manufacturer both of them left me hanging for months with this pain; (B)(6). FDA safety report ID# (B)(4).